Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime, displacement, idle current, run current and self tests. The pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the off no power, unexpected restart error, occlusion, no delivery tests or verify the motion sensor test failure alarm due to the motor error alarm. The pump had cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, motor position encoder error and motion test failure. The customer's blood glucose reading was 310 mg/dl at the time of incident. Troubleshooting found that the customer also had a kinked cannula. Customer was advised that the device would be replaced and to return the product for analysis.